Manufacturer narrative:
The product was not returned to abbott vascular for analysis. The electronic lot history record (elhr) or similar incident query for this product/lot was not reviewed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use. The investigation determined the reported failure to advance and tip separation appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. A spartacore guide wire was being advanced when resistance with the anatomy was noted and the tip broke off. The physician was able to retrieved the separated tip via snare and successfully used another wire to complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.